Event description:
Initially loaded and deployed balt 4 x 10 mm detachable coil failed to detach from delivery system. The entire microcatheter and coil device had to be removed. There was no additional treatment necessary and embolization was subsequently performed with a same sized concerto coil.